Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, valve actuation test, an investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid on bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Correction: b2 (date of death), plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler and the patients death. Manufacturer product investigation is pending at the time of this clinical investigation. Currently, there is no reported allegation nor any objective evidence that a liberty select cycler malfunction or product deficiency caused the event. Patients with esrd have mortality rates much higher than the general population. Additionally, the patient had comorbid conditions of lung cancer with metastasis and cardiac valvular disease (with report that the patient need valve replacement) and atrial fibrillation. The patient also reportedly started an unknown chemotherapy agent the day prior to death. Based on the available information, the exact cause of the patients death cannot be determined. The esrd death form is not available and there is no report that an autopsy will be performed. Per the nurse, the patients nephrologist suspects the patients death is related to the patients comorbid conditions which are all significant risk factors for mortality.

Event description:
A peritoneal dialysis (pd) patient contact reported that the patient expired while attached to the fresenius cycler. There were no recorded direct allegations that the death was related to a fresenius device/ product malfunction or product issues. While the exact cause of death was not reported, the patient contact reported it was confirmed with the pd nurse that the death was not suspected to be related to dialysis. The patient contact stated the patient was on chemotherapy and needed a heart valve with report of other unspecified illness. In additional follow-up, the pd nurse familiar with the patient confirmed the patient was discovered deceased by his wife on (B)(6) 2021 and was still attached to the fresenius cycler. It is unknown in what phase of the pd treatment the patient expired. Per the nurse, there were no resuscitation efforts performed and the patient was not brought to the hospital. It was reported no autopsy will be performed. It was reported the pd treatment sheet is not available. However, the nurse affirmed the patient was completing pd treatments with the cycler without any adverse effects prior to death. Additionally, the nurse confirmed there were no product related issues associated with the event. While the end stage renal disease (esrd) death form is not available, the nurse stated the patients nephrologist associated the death to the patients comorbid conditions of lung cancer with metastasis and concomitant cardiac comorbidities such as a valve disease and atrial fibrillation. Additionally, the nurse reported the patients death may have been associated with the initiation of an unknown chemotherapy agent the day prior to death. No further information is currently available.